Event description:
It was reported that (1) device was used during an inguinal hernia repair. It was reported by the affiliate that the ems stapler did not work during the procedure. Another instrument was used to complete the case. There was no consequence to the pt.